Manufacturer narrative:
Section d7: there were no devices explanted. The controller was exchanged. Manufacturer's investigation conclusion: incidental findings: damaged power cable. The reported event of backup battery fault was not confirmed through this analysis. A review of the submitted and downloaded event log files spanned approximately 1 day ((B)(6) 2020 per time stamp). A review of the submitted and downloaded periodic log files spanned approximately 254 day ((B)(6) 2019 to (B)(6) 2020 per time stamp). The reported event dates of (B)(6) 2020 are not captured in the log file. There were no atypical alarms active in the log file. The returned hm3 system controller, (B)(6), was functionally tested and supported pump function for an extended period of time. Per provided information, the backup battery fault alarm was resolved after exchanging the controller. No alarms were reproduced while testing. The root cause of the reported event cannot be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurrent back up battery fault alarms. The patient first experienced the alarms on (B)(6) 2020 and received a new 11v back up battery on (B)(6) 2020. After receiving the new back up battery, the patient reported back up battery fault alarms on (B)(6) 2020 and (B)(6) 2020, but both instances were able to be cleared by self test. The patient's controller was exchanged. Upon log file review, no backup battery faults were noted due to the amount of pi events noted in the log. The back up battery fault alarms did resolve with the controller exchange and none have been reported since. The cause of the back up battery faut¿ alarms was not identified and no obvious defects were noted upon inspection of the controller. At the patient¿s next appointment, the reporter will be able to see if the pi events frequency has decreased/resolved. The patient was asymptomatic with all of the pi events and completely stable. The patient was encouraged to increase fluid intake.